Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the ambicor penile prosthesis (app) due to a developed infection in the scrotum. The physician identified the infection at the two week postoperative appointment and tried to have patient take antibiotics with no success. During the explant, the physician washed out the infection site and implanted a new tactra malleable penile prosthesis. There were no additional patient complications reported.